Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion and debris was discovered within the nose of the device, including the bearings. Corrosion and debris within bearings will cause excessive friction between mating components, which can lead to heat being generated. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of corrosion/debris within this device. The drill attachment could not be repaired, and therefore was not returned to the user facility.

Event description:
It was reported that during a lumbar procedure, the drill attachment heated up. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.